Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the clip was placed successfully. While trying to remove lock line there was a malfunction and the lock line was unable to be removed. Troubleshooting was preformed unsuccessfully and the clip was removed from the patient. A replacement mitraclip was selected and implanted successfully. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The returned device analysis confirmed the reported leak and air (bubbles) in the device. Additionally, the silicone valve inside the sgc hemostasis valve was observed to be torn. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, and the reported leak and air (bubbles) in the device appear to be related to the observed tear in the silicone valve of the sgc hemostasis valve; however, how the silicone valve got torn cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the clip was placed successfully. While trying to remove lock line there was a malfunction and the lock line was unable to be removed. Troubleshooting was preformed unsuccessfully and the clip was removed from the patient. A replacement mitraclip was selected and implanted successfully. Air was entering into the sgc while inserting the cds, troubleshooting as preformed unsuccessfully and the mitraclip and sgc was replaced. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.